Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that while attempting to implant this right atrial (ra) lead the helix mechanism presented extension difficulties. When the helix mechanism was extended, high threshold measurements were obtained. As such, the physician elected to remove and replaced the ra lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that while attempting to implant this right atrial (ra) lead the helix mechanism presented extension difficulties. When the helix mechanism was extended, high threshold measurements were obtained. As such, the physician elected to remove and replaced the ra lead. The lead was returned to boston scientific for analysis. No adverse patient effects were reported.